Event description:
It was reported that pump experienced ongoing button and charging issues for some time, although customer could not recall when problem was first noticed. There was no reported impact to the customer¿s blood glucose level. The customer continued to use current pump for insulin therapy.